Manufacturer narrative:
A specific root cause was not identified.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for crpl3 c-reactive protein gen.3 on a cobas 6000 c (501) module. The initial crpl3 result was 0.30 mg/l. This result was reported outside of the laboratory where it was questioned by the doctor. The sample was repeated on a different c501 module and the result was 192.42 mg/l. There was no allegation that an adverse event occurred. The crpl3 reagent lot number was 23811301. The expiration date was not provided. No issues were identified during a review of the calibration trace or the alarm trace provided by the customer. Based on the data available for investigation, it is clearly visible that no sample was pipetted. The customer had noted that the sample was quite turbid. The most likely root cause of the low result was due to the sample itself.